Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that pump is relatively new and thinks part of it is broken. The customer reported that place where they inserts reservoir, where twist it in, that part doesn't stay on and looks like a little piece is broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.